Event description:
It was reported that noise oversensing leading to inappropriate automatic mode switch was noted on the right atrial (ra) lead. Programming changes were performed to resolve the issue. There were no patient consequences.